Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014, 4503 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lead erosion. The right atrial (ra) lead was removed and the pacing lead was partially removed. No further patient complications have been reported as a result of this event.